Manufacturer narrative:
The system was examined and it was determined that the company representative was unable to find any nonconformity with the system. The system was tested and found to meet product specifications. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported only being able to enter the sidecut nasally and get in about halfway across the bed down by the hinge after laser assisted flap creation. The doctor went to lift the bed but it was sticky. The doctor used a lifter tip which perforated the flap and created a vertical tear from about halfway between the pupil and the hinge in the inferior portion of the pupil centrally. The doctor was able to lift the inferior third of the flap and started to fold it back toward the hinge. The doctor was able to dissect the flap in the area of no treatment with use of a blade and flap was placed as good as possible. Another tear about as long as the other one was noted starting at the superior point of the first tear and extends to the left of the pupil. It is unsure how that tear was created. Patient was introduced to a topical antibiotic and non-steroidal anti-flammatory drops. A bandage contact lens was applied to the eye.

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, a bi-level flap was reported. Previous information reported was regarded the right eye only. New information that follows pertains to the patient's left eye. The majority of the flap was cut at what was a normal depth but a larger temporal "bubble" appeared semicircular area temporal. Cut was very superficial and was basically an epithelial flap. This area was dissectible to the "edge of the bubble" and not beyond. The remainder of the flap was dissectible completely up to the edge of the bubble. The flap could not be lifted because there were two dissection planes. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report was previously filed for the fellow eye.